Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The device was implanted. On an unknown date it was noted that there was a 5mm residual leak around the device. The decision was made to close the leak on the pulmonary ventricular side of the appendage with a second procedure scheduled for (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The event date was estimated to be 01 july 2024 as that is when the complaint was communicated to abbott. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that there was a 5 mm residual leak around the amulet device. The decision was made to close the leak on the pulmonary ventricular side of the appendage with a second procedure scheduled for (B)(6) 2024. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on cine review performed at abbott, tee review of post implant revealed an amulet device that appeared to be appropriately placed. Imaging confirmed a leak past the amulet lobe. Request was made for procedural imaging, however this information was not supplied by the site. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The device was implanted. On an unknown date it was noted that there was a 5mm residual leak around the device. The decision was made to close the leak on the pulmonary ventricular side of the appendage with a second procedure scheduled for (B)(6) 2024. The patient was stable.